Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site and inspected the affected skyplate detector. The customer reported that the detector slipped out of the detector holder and landed on the floor. Registering a heavy shock. Further information revealed, that the detector holder was fully intact but the user did not have the detector inserted into the holder correctly. Detector fell out when they removed it from behind the patient who was on a bed. Due to the customer description of the workflow this considered as detector was dropped by accident (use error). Fse performed detector self test and data tests and they all passed. Inspected the detector for marks, dents or scratches and none could be found. After inspections more imaging tests carried out and images were presenting fine, returned a fully functional system back to the customer. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that the portable detector was dropped and now images are not transferring to the system. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.